Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r233, on the echo for a patient sample containing an anti-s.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the echo. Cell 1 had a slightly rough button and visually appeared negative as reported. The customer was asked to replace the probe, perform maintenance and repeat testing. No additional sample was available for testing. An immucor field service engineer performed the unexpected reactions checklist, adjusted the tension in the y-belt, cleaned the mirrors on the camera and performed alignment. Qc was performed and acceptable results were obtained. The customer tested a known positive patient. Negative results were obtained. A different lot of capture-r ready-screen test wells were provided and the wash manifold was replaced. On (B)(4) 2012, the camera was replaced. Qc performed as expected. The sample in question was no longer available for testing. The instrument was tested and performed within specifications.